Event description:
It was reported that the patient returned to doctor two weeks ago in pain. Patient states that she had x-rays done. Patient also states that doctor gave her prescription for physical therapy for six weeks which she has already completed.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.